Manufacturer narrative:
The reported issue was confirmed by the customer. The manufacturer's product support engineer sent the customer a replacement battery. The customer reported the device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery is not working. There was no patient involvement.